Event description:
It was reported a patient having a pacemaker system removed due to infection. Preliminary analysis revealed that the device has been sterilized and released according to all applicable procedures.

Event description:
It was reported a patient having a pacemaker system removed due to infection. Preliminary analysis revealed that the device has been sterilized and released according to all applicable procedures.